Event description:
Customer reported that the she was recently hospitalized for high blood glucose levels. Customer reported having an infection in one of her toes and having a seizure as a result of the high blood glucose level. Customer reported recently experiencing blood glucose levels between 232 mg/dl and 235 mg/dl. Customer also reported recently having a blood glucose level of 550 mg/dl. Blood glucose level at the time of admission was not provided. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.